Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Subject had primary ltka and was found to have limited rom at about 40 degrees despite physical therapy. Mua was performed getting extension to 125 degrees. Clinic visit post mua with rom at 120 degrees extension.

Event description:
No new information.

Manufacturer narrative:
Reported event: an event regarding arthrofibrosis involving a triathlon insert was reported. The event was confirmed. Method & results: -product evaluation and results: material analysis, visual, functional, and dimensional inspections could not be performed as the device remained implanted. -clinician review: confirmation of event: I can confirm that the patient had a primary left total knee arthroplasty as described above since I was able to review the operation report and postoperative x-rays. I can also confirm that the patient underwent a manipulation and injection of the knee since I was able to review the operation report. Root cause analysis: the root cause of this event cannot be determined with certainty. The causes of arthrofibrosis following total knee arthroplasty are multi factorial including surgical technique in the way the implants are positioned and secured, whether or not the proper kinematics of the knee were restored and especially in a cruciate retaining implant, the proper treatment of the posterior cruciate ligament. Patient factors including adherence to the postoperative protocol for physical therapy and restoration of range of motion are important as well as the patient activity level, lifestyle and bmi. In addition, some patients are genetically prone to scar formation. I would not assign any causality to the implants themselves. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusion: confirmation of event: I can confirm that the patient had a primary left total knee arthroplasty as described above since I was able to review the operation report and postoperative x-rays. I can also confirm that the patient underwent a manipulation and injection of the knee since I was able to review the operation report. Root cause analysis: the root cause of this event cannot be determined with certainty. The causes of arthrofibrosis following total knee arthroplasty are multi factorial including surgical technique in the way the implants are positioned and secured, whether or not the proper kinematics of the knee were restored and especially in a cruciate retaining implant, the proper treatment of the posterior cruciate ligament. Patient factors including adherence to the postoperative protocol for physical therapy and restoration of range of motion are important as well as the patient activity level, lifestyle and bmi. In addition, some patients are genetically prone to scar formation. I would not assign any causality to the implants themselves. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.